Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the device was used during an unknown procedure, the device displayed error code 5 during the pre test and would not activate. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Event description:
Customer reportedly received results of 40 - 50 mg/dl and 268 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.